Event description:
On (B)(6) 2012, a nurse reported that the vns patient has high impedance, impedance value=7424ohms. The patient had a new vns generator implanted in (B)(6) 2012. The nurse has disabled the device and had the patient take a chest x-ray. The patient's mother reported that his seizures are much better recently. It was later reported that the x-rays would not be provided. The patient has a severe learning disability and does not talk so the nurse doesn't think there was any trauma. No diagnostics were performed during the patient's surgery in (B)(6) 2012. It was unknown if any diagnostics were performed prior to the diagnostics indicating high impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that the x-rays of the patient would be reviewed. The x-rays were reviewed by the manufacturer's regional manager; however, it was reported that there wasn't anything clear. The surgeon queried if the lead pin might not be fully inserted; however, whether the lead pin was fully inserted into the header of the generator could not be assessed on the x-rays due to the angle of the x-rays. It was noted that a tie down over the left clavicle looks as if the lead has been dragged out of place and the lower electrode appears to be stretched. It was also reported that there looks to be a broken portion of lead adjacent to where the anchor tether is; however, another view was not provided to confirm this assessment. The x-rays were not provided to the manufacturer. No diagnostics were performed during surgery; the patient was just programmed on during surgery and the first diagnostics were performed after surgery which indicated high impedance. Although surgery is likely, it has not occurred to date.

Event description:
It was reported on (B)(6) 2012 that no further information was received from the physician. It was later reported that no more x-rays were being taken. Although surgery is likely, it has not occurred to date.